Manufacturer narrative:
This issue was again to be addressed with the physician. Information suggests this device and lead remain in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead which was reproducible. Sensitivity and programming changes were discussed. No further information was provided initially. Nearly eight months later, noise was again reported with pacing inhibition reported. There were no patient symptoms reported as a result of this inhibition.

Manufacturer narrative:
Based on the reported clinical observations of electrogram noise, oversensing, pacing inhibition and high shock impedance in october 2009, additional testing of the device was performed by boston scientific's post market quality assurance laboratory. External visual inspection of the device noted tool marks on the case and header. The device was put through and passed gauge pin testing. Initial automated testing verified basic sensing, pacing and shocking functions of the device. See report#2124215-2014-02360 for laboratory testing results based on device return due to advisory/recall.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted and replaced due to advisory/recall. The device was received at boston scientific's return product department.

Manufacturer narrative:
Over a month later, this issue was again addressed. It was reported that this patient is very physical and plays golf. The device is also implanted on the right side. The noise could be recreated and again inhibited pacing. When the patient exerts from the right side to the left with their arm the electrocardiogram shows noise. However, the threshold, sensing and impedances are fine. Technical services discussed the episodes and this information was to be further reviewed with the physician.

Manufacturer narrative:
It was later reported that the pacing inhibition was less than 2 seconds and that this patient had an underlying rhythm and was not device dependant. No further resolution at this time. The patient is scheduled to be seen by their physician and continued latitude monitoring.

Manufacturer narrative:
The lead was later explanted due to shock impedances greater than 125 ohms. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.